Event description:
It was reported that the system 6600 would not fully initialize. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated but past experienced told the representative that the rtos circuit board could be the problem. The rtos circuit board was replaced as a proactive measure. The system was tested and found to be working as intended and placed back into service.